Event description:
It was reported by the patient that the device had battery failure. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 implantable tachy lead (B)(6) 2008 5076-52 implantable pacing lead (B)(6) 2008 419488 implantable pacing lead (B)(6) 2008. (B)(4).